Manufacturer narrative:
The dingus was returned for analysis. Through visual/physical examination physical damage was confirmed. Visual inspection showed multiple scratches and nicks on the face of the dingus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lower dingus and covers needed to be replaced. The dingus fingers were realigned and repositioned. The likely cause was traced to the door open switch not being active due to the choc on the front of the gantry during manipulation. The lower dingus finger was not aligned and damaged because the surgeon tried to open the door manually. After replacement and alignment, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion. It was reported that the system was around the patient, the 2d acquisition was not possible to do because the "door open" message showed on the pendant. Troubleshooting included the hold the close button for few seconds on the pendant to wait for the gantry to rotate to "home position", the issue did not resolve. They tried to do the same while holding the door open button and no movement was possible. The site rebooted the system and pressed the close button, and the message still displayed. They heard a click sound just before the door open button was pressed but the issue still continues. The site tried to manually open the door with the tools but the pin was not in place to hold the gantry in the home position. Therefore, the gantry is not in home position and the covers were damaged. The door is out of conical index pins are forward out of the holes. Imaging and navigation were aborted. There was less than an hour delay in the procedure. No impact on patient outcome.